Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 signal loss to the ilet, indicated by a struck-through bg on the ilet display, after physical exertion while changing a tire; the user reported sensing low glucose below 70 mg/dl prior to loss of readings and replaced the dexcom g7, initiating sensor warm-up, with no further assistance requested. Symptoms included perceived hypoglycemia. Outcomes included self-management without outside assistance or medical intervention. Investigation included troubleshooting and education regarding sensor warm-up and signal loss to the ilet. Investigation of this case revealed a loss of cgm signal to the ilet only, with no ilet alarms reported and restoration attempted through sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was sensor signal loss to the ilet during exertion, mitigated by cgm replacement and warm-up.